Event description:
It was reported that the patient was involved in a brawl and seriously injured. While in the hospital, the patient had to be resuscitated with external shocks as the device was not able to terminate the vf. Three alert messages were noted; low hv lead impedance, possible output circuit damage, and aborted charges. The patient remains in intensive care and has hypoxic brain damage. Device and lead were explanted. Cause of brain damage remains unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found multiple external abrasions between 19.5cm and 31.5cm from the connector end. The etfe of the rv and re cables was abraded at the tip. This condition is consistent with that of arcing to the device can. The arcing of the metal rv cable to the can is believed to have caused the reported low impedance and output circuit damage.